Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 21 mm trifecta valve was implanted. Since (B)(6) 2019, the patient has reportedly experienced shortness of breath. On (B)(6) 2019, the valve was explanted due to aortic stenosis and regurgitation. During the procedure, it was reported that the leaflet at the commissure between the rcc and the lcc was observed to be sunk below the usual position. Upon explant, pannus was noted on the outflow surface and it was reported that this might have resulted in the leaflet limited mobility and then became a leaflet tear on the lcc. A competitor's 22 mm ats ap-360 valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Explant was reported due to aortic stenosis ad regurgitation. The leaflet tear seen at explant was confirmed. Leaflet 3 was torn and leaflet 2 contained a partial thickness tear. There was circumferential fibrous pannus on the inflow surface which narrowed the inflow diameter and extended onto the bases of all three leaflets. The bases of leaflets 2 and 3 had fibrous thickening. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated loss of collagen at the tear site, which could have contributed to the tear. In addition, the fibrous pannus noted on the inflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(4) 2017, a 21mm trifecta valve was implanted. Since july 2019, the patient has reportedly experienced shortness of breath. On (B)(4) 2019, the valve was explanted due to aortic stenosis and regurgitation. During the procedure, it was reported that the leaflet at the commissure between the rcc and the lcc was observed to be sunk below the usual position. Upon explant, pannus was noted on the outflow surface and it was reported that this might have resulted in the leaflet limited mobility and then became a leaflet tear on the lcc. A competitor's 22mm ats ap-360 valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Corrected information sections: event.

Event description:
On(B)(6) 2017, a 23mm trifecta valve was implanted. Since july 2019, the patient has reportedly experienced shortness of breath. On (B)(6) 2019, the valve was explanted due to aortic stenosis and regurgitation. During the procedure, it was reported that the leaflet at the commissure between the rcc and the lcc was observed to be sunk below the usual position. Upon explant, pannus was noted on the outflow surface and it was reported that this might have resulted in the leaflet limited mobility and then became a leaflet tear on the lcc. A competitor's 22mm ats ap-360 valve was successfully implanted. No patient consequences were reported.